Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. The proximal neck was 18-21 mm in diameter and had mild thrombus and calcification. The proximal aortic neck was 20mm in length. The left common iliac artery was 14-10-11 mm in diameter and the right common iliac artery was 12-11-13 mm in diameter. There was mild calcification in the right iliac and moderate calcification in the left iliac artery. It was reported that during the index procedure, the physician implanted the device a little too high and covered 70 percent of the left renal. The physician successfully cannulated the left renal and implanted a 5x15 renal stent. The physician stated the cause of the inaccurate delivery was due to the patient¿s angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.